Event description:
The manufacturer received information alleging an issue related to acpap device's sound abatement foam. The pateint alleged cough. There was no report of serious or permanant patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to acpap device's sound abatement foam. The pateint alleged cough. There was no report of serious or permanant patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated externally. There was unknown dust/dirt contamination present on all surfaces of the base unit. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There was an unknown yellowish residue ring around the iso port where the humidifier base would mate. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. There was unknown debris in the tracks of the ui panel and bottom enclosure. The manufacturer noted that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There are unknown expired insects within blower housing and interior iso port. Blower housing is heavily contaminated with unknown dust/dirt and fibers. A keratin-like substance was observed around the blower box outlet. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3 and h6 updated in this report.